Event description:
The customer reported recovering partial aspiration errors on pediatric tubes run in automated mode on a unicel dxh 800 coulter cellular analysis system. Basic troubleshooting with the help of customer technical support (cts) via phone failed to identify the source of the problem, and a service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed aspiration "p" errors on map (microtube device for automated process) pediatric tubes. The fse resolved this issue by replacing the sam (sample aspiration module) ribbon cable and the stripper motor; no further problems with partial aspiration errors were observed after those two parts were replaced. Unrelated to the aspiration errors, the hemoglobin (hgb) chamber assembly was replaced due to a cloudy appearance. (B)(4).